Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and found to have a broken grip tip tang. For clarification, the broken piece was not returned with instrument. The complaint was confirmed by failure analysis. The probable root cause of broken instrument grip - tang are attributed to damage during use, as breaking of the grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument was not grasping appropriately. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was with grip tips. The surgeon said that when he was grasping the tissue, the tissue will come out from the tips. The customer changed the instrument to solve the issue. The jaws would not close completely, there was a little gap. The return of the instrument was completed. Additionally, no fragment fell into the patient's anatomy. The patient had not return due to experiencing post-surgical complications.